Event description:
The initial reporter received questionable elecsys ft3 iii results for 1 patient from a cobas e 801 module compared to another e801 module and a cobas e411 module. Refer to the attachment to the medwatch for all patient data. The results were reported outside of the laboratory. The physician questioned the results and the sample was sent out for investigation. The date of the customer's measurements was not provided. The customer e801 analyzer serial number was requested but not provided. The investigational e801 analyzer serial number is (B)(4). The investigational e411 analyzer serial number is (B)(4). This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii ver.2 results.

Manufacturer narrative:
The customer did not provide calibration, qc, pre-analytical, or alarm trace data. The investigation found that the customer ft3 results could not be reproduced. Further investigation was not possible due to the lack of a suitable sample. The investigation did not identify a product problem. The root cause of the event could not be determined.